Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a severely calcified, 80% stenotic lesion in a severely tortuous left anterior descending artery (lad). The lesion was not predilated. The physician attempted to reach the lesion with a taxus express2 2.0 x 24 mm drug eluting stent. However, the tacus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. The procedure was successfully completed with another taxus stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".